Manufacturer narrative:
The investigation of low pump flow, vf/vt/af/at, and positioning issues has been completed. The impella device was not returned for evaluation. As per the clinical information provided and data log review, the root cause of the low pump flow issue was most likely patient condition related. To patients low blood volume which was given as troubleshooting to suction alarms. As the necessary information was not provided, the root cause of the vt/vf was not determined. The root cause of the positioning issue was not determined since product was not returned and insufficient clinical information was provided.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. There were noted suction alarms during the night which resolved with one liter of fluid. Additionally, ventricular tachycardia was also present. The impella was repositioned, and the p-level was lowered. The patient is stable.